Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her ubk sleek super tampon came apart upon removal and tampon pieces remained inside of her. This event occurred with two tampons from the same box. She was able to remove the remaining pieces.

Manufacturer narrative:
New information: this follow-up is being submitted to remove the initial report as this is no longer reportable. After follow up with the consumer, the consumer stated the tampon unraveled upon removal and did not fall apart into pieces which makes this not reportable. Update to contact information. Follow-up 1. Follow-up type.

Event description:
This follow-up is being submitted to remove the initial report as this is no longer reportable. After follow up with the consumer, the consumer stated the tampon unraveled upon removal and did not fall apart into pieces which makes this not reportable.